Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded invalid impedances. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data: d4 - additional device information. D6a - date of implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.